Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established, and the reported phenomenon could not be confirmed. It was confirmed that the on/off function was utilized "repeatedly", but the reported event did not reproduce. The circuit board reported as faulty by the customer's field service engineer was not returned to the manufacturer for an evaluation - therefore, no further confirmatory information was able to be established. Olympus will continue to monitor field performance for this device.

Event description:
As reported by the customer for this event, the device could not be turned on. There is no reported harm or adverse impact to any patient.

Manufacturer narrative:
Additional information is not yet available for this event. The device is returned and an evaluation completed for it. The user¿s complaint was not duplicated. Upon inspection and testing, the device was able to be turned on and off several times. However, the display screen was blacked out due to faulty circuit board. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.